Manufacturer narrative:
A ge service rep contacted the customer by phone and discussed repair options with the customer based on the age of the sys and availability of parts. The customer cancelled the service call. No further repair info is available.

Event description:
The customer reported regulator failure and disk battery failure errors. This resulted in a total loss of imaging functionality. There is no report of injury or death associated with this event.